Event description:
It was reported that during a gastroscopy procedure, the snare would not open. The physician was attempting to remove a polyp from the ventricle. The nurse attempted to open the snare, but it did not. The plastic catheter was found to be broken near the handle. Removal of the snare was not possible. The physician removed the snare from the gastroscope with no pieces remaining in the pt. The procedure was completed with another of the same device. The pt was reported to be stable post procedure.